Manufacturer narrative:
Additional narrative: patient initials are (B)(6). Patient weight is unknown. Exact date of post-operative blade migration is unknown. However, the issue was identified via x-ray on (B)(6) 2016. This report is for one (1) unknown helical blade. The original implant procedure was performed on an unknown day in (B)(6) 2016. The complainant part is not expected to be returned for manufacturer review/investigation. The 510k: unknown, as specific part and lot numbers for the complainant blade were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision procedure on (B)(6) 2016 due to helical blade cut out (migration). The patient was initially treated with a trochanteric fixation nail advanced (tfna) system in (B)(6) 2016 for a hip fracture following a fall. On (B)(6) 2016, the patient presented in the hospital with reports of pain and discomfort; x-ray images then identified helical blade cut out. The patient returned to the operating room on (B)(6) 2016. The intact hardware was easily explanted and the patient revised to a total hip implant. Following the procedure, the patient was noted to be stable. Concomitant device(s) reported: tfna nail (part: 04.037.042s / lot: unknown / quantity: 1). This report is for one (1) unknown helical blade. This report is 1 of 1 for (B)(4).